Event description:
Customer reports that on (B)(6) 2013, she used the active waterproof bandages on her incisional post gall bladder surgery and noted itching, pain, a burning sensation and hives that lasted for a few days. Reports she treated with a hydrocortisone cream that made it worse. Her doctor recommended benadryl and antihistamine that is helping a lot and the area is clearing up. Customer later reports she had to go to the doctor concerning the reaction and was told she has an infection in her belly button, not sure if from the bandages, but was treated with a prescription for the generic form of bacitracin.